Event description:
During a follow-up visit on (B)(6), high lead impedance (>3000 ohms) was indicated by the pacemaker and no stimulation was provided at 5v in both uni-polar and bi-polar configuration. X-ray of the pacemaker did not confirm a connection problem. An intervention was performed on (B)(6), the lead was well connected to the pacemaker, as confirmed by heavy traction on the lead. The lead was disconnected and tested using a psa and normal values were indicated. The pacemaker was reconnected and the system worked appropriately, but the physician decided to replace the pacemaker. The physician did not remember, if he heard the clicking of the screwdriver during the initial implantation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with a new torque-limiting screwdriver, and no damage or defect could be identified that may have contributed to the issue. The subject device was manufactured prior to the corrective actions associated to excessive glue in the hexagonal cavity of the set-screw. However, the analysis of the device confirmed that an appropriate amount of glue was used during the manufacturing process. Review of the follow-up data showed that the increase of lead impedance occurred approximately one week after implant. The physician indicated that during the re-intervention, the lead was appropriately connected to the device, as verified by heavy traction on the lead. The physician was also able to reattach the same lead to the subject pacemaker, which resulted in proper function. However, the physician also indicated that he could not remember if he heard the regular click of the screwdriver during the implantation. Therefore, the analysis concludes that the most probable cause of the issue is associated to an incorrect lead-pacemaker connection associated to tightening of the set-screw. As indicated in these instructions, the physician is instructed to tighten the screw until the screwdriver clicks.